Event description:
It was reported the pt is experiencing a burning sensation at his ipg site while using electrodes 1-5. Surgical intervention is pending to address the issue.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.